Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right posterior atrio-ventricular (rpav) coronary artery with mild calcification and tortuosity and 90% stenosis. The 1.5x8 mm mini trek balloon dilatation catheter (bdc) was inflated once to 6 atmospheres for 5 seconds and ruptured. A new same size mini trek bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.